Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was getting more frequent no delivery alarms on the insulin pump. Customer was using soft sets that expired in 2012. Customer stated that she ran insulin through one of the sets once she was disconnected. Customer stated that it went through 5 units without alarming. Customer removed the site and reconnected the quick release. Customer stated that it worked again through the cannula. Customer was explained that it might be a site issue and that pressure was being built up, especially since she said it occurs more frequently on larger boluses. Customer's blood glucose was 121 mg/dl. Customer stated that the alarm occurred during bolus and basal. Customer verified that the insulin did exit the 5.0 unit fixed prime. Customer stated that the cannula was not bent. Customer was explained that the site may be occluded.